Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor speed was low, the machined head was damaged, the unit was out of calibration and the control boar position was out of position. The motor, machined head, screws, control bar, bearings, and thickness control shaft were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance they found the machine head screws were damaged, and the control shaft, control bar, motor and bearings needed to be replaced. Investigation found that there was low motor speed. No adverse event was reported as a result of this malfunction.